Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the battery needs to be replaced about every three days and they have received no delivery alarms, failed battery test, weak and low battery alerts. The customer's blood glucose level was unknown. Troubleshoot was conducted and the pump was found to have passed the self-test. The customer was advised that replacement battery cap would be sent out and to monitor the device. The customer was advised to call back if issues persist.